Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to performed functional test due to motor error alarm anomaly. The currents are within specification. The motor passed the motor test. No a33 alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a compromised force sensor system alarm. The customer's blood glucose reading was 300 mg/dl. The alarm did not go away so the customer discontinued use of the device and reverted to manual injections. The customer was advised that his device would be replaced and to return his device for analysis; however the customer stated he would keep his insulin pump until he contacted the sales department.